Manufacturer narrative:
Product analysis update: further analysis of the external pulse generator (epg) was performed. On visual inspection no anomalies were observed. The main board was assembled into a golden unit. Upon functional test ran on automated test console the device failed the ventricular pace output noise test. During benchtop analysis, the main board was assembled into a golden unit and when checked using o-scope the ventricular pace pulse noise was within specification and the device passed all tests with no issues observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) stopped pacing. It was noted that the epg was failed in ventricular pace pulse noise test. It was further noted that the hanger was damaged and lithium batteries were observed in place of alkaline batteries in the epg. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) was programmed for atrial single chamber pacing and sensed 86 beats per minute (bpm). When the head of the patient's bed was lowered, it was observed that the epg stopped pacing. The patient became bradycardic, and their blood pressure dropped. The epg was monitoring the atrium but did not deliver pacing. The patient also experienced nausea. When the head of the bed was raised again, the epg resumed pacing normally; however, the same issue occurred whenever the head of the bed was lowered. During these episodes, the temporary pacing leads were checked and found to be connected to the cable, and the cable was properly attached to the epg. The epg was replaced, and the issue did not recur. No further patient complications have been reported as a result of this event.